Event description:
In the last 7 months we have had to replace all of the stryker internal paddle kits cat # 11131-000047 due to cracking on the paddles. These come into contact with the patient when internal defibrillation is needed for open cardiac surgery. Ifus are being followed by the sterile processing department. Of note: 4 have had to be removed from service for this issue in the previous 4 weeks. Reference report mw5176903, mw5176905, mw5176906. Pt code: 4582. Device code: 1135.